Event description:
It was reported that the pump module did not detect air-in-line during infusion. The nursing staff noticed that there was air bubble in the tubing. There was patient involvement but there was no patient harm.

Manufacturer narrative:
Omit: a090103 - no audible prompt / feedback (2282), g0600101 - alarm, audible, d15 - cause not established. . A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported that the pump module did not detect air-in-line during infusion. The nursing staff noticed that there was air bubble in the tubing. There was patient involvement but there was no patient harm.